Event description:
It was reported that the patient developed a severe allergic reaction to the pod¿s adhesive while wearing the device between 36 and 48 hours. Symptoms reported include scabs, irritation, pain, itching, a rash and tearing off of the skin. The patient went to a dermatologist and was prescribed triamcinolone acetonide 0.1% topical cream (15 grams), to be applied twice daily as needed (but not using over an extended period of time). Additionally, patient was advised to apply cerave moisturizing cream.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer allergic reaction to the adhesive. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer allergic reaction to the adhesive. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed a severe allergic reaction to the pod¿s adhesive while wearing the device between 36 and 48 hours. Symptoms reported include scabs, irritation, pain, itching, a rash and tearing off of the skin. The patient went to a dermatologist and was prescribed triamcinolone acetonide 0.1% topical cream (15 grams), to be applied twice daily as needed (but not using over an extended period of time). Additionally, patient was advised to apply cerave moisturizing cream.

Manufacturer narrative:
The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.